Manufacturer narrative:
Exemption number: e2014018. Investigation is on going at manufacturing site. A supplemental report will be provided when additional information is available.

Event description:
It was reported that two days after being implanted, the patient heard a cracking sound and experienced mild back pain. There is breakage of the alif cage (at l5-s1) due to failure of the fixture (polyoaxial mechanism). Implants are still implanted, no parts have been removed to date. There is currently no information regarding further treatment of the patient. Involved components, listed as concomitant devices include: sy647ts / ennovate polyax.screw 7.5x60mm canulated / lot number: 52384209; sy001ts / ennovate set screw sterile / lot number: 52461667; sy001ts / ennovate set screw sterile / lot number: 52406268. Medwatch reports submitted for this patient include: 9610612-2018-00572.

Manufacturer narrative:
The manufactured documents have been checked and found to be according to specification valid during the time the production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage related. According to the case description, the product itself is not defective. Caused by a handling failure, another product was damaged. A definitive root causes cannot be determined. Due to the circumstances we do not receive any devices for investigation and lack of information is not possible to determine a definitive conclusion and root causes for the failure.